Event description:
During uterine polyp removal, a forceps grasper broke inside uterine cavity releasing small metal fragment/piece into uterine cavity. Small fragment was seen on camera screen and removed per dr. A new grasper was utilized to grasp the screw. This prevented the grasper from being withdrawn through the operating channel so the entire hysteroscope was removed. The screw was not identified upon removal in either the aspiration fluid, the "catch bag" or the drapes.clinical engineering evaluation: one of the rivets that is part of the jaw mechanism is missing and is likely the part seen by users. This part is approximately 0.5mm x 1mm. This model of grasper is very delicate and can easily be broken by excessive force. It is not known if the grasper was broken by excessive force or the rivet was defective.